Event description:
It was reported that when patient presented to the clinic after receiving multiple hv therapies, the device was found to be in backup vvi mode. The device was explanted and replaced; eri was noted. The patient was doing fine post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported backup vvi and inappropriate therapy was confirmed in the laboratory. Noise was observed in the stored electrograms and lead to multiple inappropriate hv therapy deliveries, resulting in a power on reset. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined. (B)(4).